Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v979686, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported turning the device off about 2 months ago because it started giving her a tingling side effect and it was alleged to have never controlled her bladder anyways. She would've had it removed if she wasn't still paying for it. It was noted that she hadn't had it checked and had not talked to her doctor about the device not working. Additional information received from the patient reported that she had called her physician at first. "When in but no better do not remember the the date." The patient had "cut if off" (B)(6) 2015. It had been checked out and she "cut it down some." The issues had not been resolved and she wanted it removed. She was having back problems and it was in the way. Relevant medical history included gastrointestinal/pelvic floor. This event will be updated if additional information is received.